Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse made electrical / mechanical adjustment to correct reported problem. System tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause could not be definitively established as no part was returned for further investigation in failure analysis and the causality details are unknown from the fse servicing details.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) representative reported that the instruments were drifting after head came out of viewer. The surgeon removed their head from the viewer; however, the instruments continued to drift. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was the master tool manipulator (mtm) that drifted, after surgeon¿s head was removed from the high-resolution stereo viewer (hrsv). The procedure was completed in the original configuration.